Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An indeflator leaked during use as the pressure would not increase and bubbles were seen. The stopcock which came with the indeflator was used first and then another brand's stopcock was used. The same issue occurred with another indeflator. The procedure was completed without a replacement. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.